Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after positioning a non-abbott guiding catheter, a hi-torque (ht) 018 steel core 3cmx300cm guide wire was advanced into an unspecified rotating hemostatic valve (rhv) and to the targeted non-tortuous, non-calcified pulmonary artery without resistance when it was noted under fluoroscopy that the guide wire coil separated from its core (but was not in two pieces). The steel core guide wire was withdrawn without resistance. Another same size steel core guide wire was used successfully to deliver a st. Judes cardiomems device. There were no adverse patient effects and no occurrence of a clinically significant delay. Reportedly, while no resistance was felt during advancement or retraction of the guide wire and it is not known exactly when the core separation actually occurred, the physician believes that the rotating hemostatic valve (rhv) may be causing the core separation to the guide wire. No additional information was provided.